Event description:
Customer reported a malfunction on pump but no notable events occurred prior. Blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted customer in resetting pump for displayed malfunction code, and the customer was instructed to continue using pump and to call back if malfunction reoccurs. There was no recurrence of the malfunction after resetting.